Event description:
CT technologist connected line from power injector into the y-site on IV pump tubing set (y-site proximal to patient) and was injecting contrast. The IV pump tubing set ruptured approximately 1 inch below the y-site.hospira sales representative states that tubing is not specified to high pressure. Note that prior manufacturer's tubing was able to handle pressure from power injector. Contrast under pressure from power injector is commonly connected through y-site in other facilities. There was no reference to this limitation on the tubing during in-services or prior discussion with manufacturer. We have been unable to find any such statement in packaging or in hospira catalog. Additional follow-up reveals: we received follow-up communication from hospira stating that the tubing is specified to a maximum internal pressure of 8 psi. The hospital is not aware of any indication of this in the labeling or other literature that was received from hospira. Clinical staff (both radiology and nursing) reported that they had not been informed of any such limitations during in-service training by the manufacturer.